Manufacturer narrative:
The tech did not know the cause of the brake caster not holding but was likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The brake pad was adjusted by the tech to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.

Event description:
The tech reported that the brake casters did not brake properly (it was rolling while in brake mode). The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).